Event description:
It was reported that the patient with a history of ischemic cardiomyopathy presented to the ER with dyspnea. The patient was initially found to be in slow vt and had received atp therapy that accelerated the vt. It was noted that the device did not deliver further therapy. The patient was externally defibrillated back to paced rhythm. Shortly after, the patient became agitated and developed pea. Initially CPR was administered and the patient momentarily regained bp and pulse. However, the patient was do not resuscitate status and further treatment was not given. The patient developed recurrent pea and the patient expired. There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death is due to congestive heart failure.

Manufacturer narrative:
No medwatch form was received.